Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. However, medical records were provided and reviewed by a clinical representative indicating that an endoleak was present and possibly occurred due to insufficient overlap. The lot usage history shows that no other units from this lot have been involved in any similar complaint. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately 17 months post-implant of a bifurcated device and suprarenal aortic extension, a follow-up computed tomography scan identified a type iii endoleak between the aortic extension and the bifurcated device. Reportedly, the pt was treated with two infrarenal aortic extensions, which successfully corrected the endoleak. It was reported that the pt tolerated the procedure well.